Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent implantation procedure performed on (B)(6), 2014. According to the complainant, the stent was being placed to treat a 20mm lesion with 40% stenosis in the duodenum of a hepatitis b patient. Reportedly, the patient¿s anatomy was mildly tortuous and had not been dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent but it was difficult to deploy. The physician applied a greater force to deploy the stent and it was able to be deployed. The physician noted that the stent was too long and there was a longer portion of stent in the papilla ostium than desired. The stent was fully expanded and the physician reported that the stent was elongated by the tightness of the stricture. The physician attempted to remove the stent using biopsy forceps but had difficulty to remove the stent. The stent was left in place to complete the procedure. On an unknown date, post procedure, the stent was successfully removed from the patient and another wallflex biliary stent was implanted. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.